Event description:
We received an allegation of questionable sodium electrode and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 2 patients' samples tested on a cobas pro ise analytical unit. Patient 1: na: initial result: 132.3 mmol/l (accompanied by a data flag). 1st repeat result: 121.2 mmol/l (accompanied by a data flag). 2nd repeat result: 142 mmol/l (tested on a different cobas pro ise). Cl: initial result: 114.8 mmol/l (accompanied by a data flag). 1st repeat result: 123.7 mmol/l (accompanied by a data flag). 2nd repeat result: 105 mmol/l (tested on a different cobas pro ise). Patient 2: na: initial result: 123 mmol/l (accompanied by a data flag). 1st repeat result: 129 mmol/l (accompanied by a data flag). 2nd repeat result: 141 mmol/l. Cl: initial result: 123 mmol/l (accompanied by a data flag). 1st repeat result: 117 mmol/l (accompanied by a data flag). 2nd repeat result: 111 mmol/l. No questionable results for patient 2 were reported outside the laboratory. The customer noticed ise noise alarms and repeated the samples. The repeat results from the other cobas pro ise analytical unit were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was gjx91 with an expiration date of 24-feb-2027. The ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) lot number was ghd36. The expiration date was not provided. The provided calibration and qc were acceptable. The alarm trace showed a sample probe alarm and multiple abnormal aspiration alarms around the processing time of the sample. The field service engineer found that the sipper nozzle was clogged. He replaced the nozzle and performed prime and ise checks with successful results. Precision studies, calibration, and qc were performed, and they were within specifications. The instrument was performing within specifications. The cause of the event was due to a hardware issue.